Event description:
Nursing assistant reported that while resident was in the tube, belt came under and seat slid forward. Resident's left leg buckled under her and she landed on her left knee in bottom of tub. Nursing assistant placed resident's arm/hand in front of her chest to prevent further forward motion. It did stop her from hitting her head on the frame of tub. Assistant was able to reposition her and complete care without indication of injury until he was placing her in bed. Assistant looked at resident's hip again and noticed a hematoma. Rn was notified. Resident was unable to bend her knee and was in pain. Transfered to hosp.